Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that ar-8991 dx fibertak suture anchor, #2 mts w/ ndl batch 15455662 tip anchor inserter broke off during implantation. This was detected during ankle ligament repair procedure on (B)(6) 2026. No fragments retained in the patient¿s body and procedure was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.